Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  they were not getting enough warning to go to the bathroom and they weren't feeling the tingling sensation that they were supposed to be feeling. The patient stated they had increased the stimulation to 5.0 ma and they couldn't feel the stimulation. Patient stated they started gradually increasing the stimulation from where it had been at 1.0 ma all the way up to where they were now but it wasn't helping. Patient stated they were wondering if perhaps their breaking their right foot 4 weeks ago and then a night after breaking their right hip had something to do with it. Patient also stated they had their spine fused in march ("it was all wired together). Patient stated they turned the therapy off for the surgery but they didn't know if perhaps the surgery shifted something at that point but then stated it seemed to be working afterwards up until they broke their hip and foot. Patient services redirected the patient to follow up with their health care provider (hcp) about their concerns and to check the implanted system but reviewed device description/function as well as therapy expectations and stimulation and programming considerations with the patient and asked the patient if they had tried different programs and the patient stated that they hadn't noticed that they had other programs to try but they thought they were told they had 10. Patient services reviewed the option to change programs but the patient stated they lived alone and did not have anyone to assist them at the time of the call and they weren't able to use their arm on their own to check their settings so they stated they were going to try to get someone to come over to help them and they would call back for assistance in switching to a new program.